Manufacturer narrative:
The field service representative found deposits between the cuvette segments. He changed the cuvette and cleaned the cuvette cover. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Phone was provided as : (B)(6).

Event description:
The initial reporter received a questionable gluc2 glucose hk gen.2 result for one patient sample from the cobas 8000 cobas c 701 module. The initial result was 419 mg/dl and was reported outside of the laboratory. The repeat result was 102 mg/dl. The reagent lot number was 456467 with an expiration date of 29-apr-2021.